Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt complains of glare at night. The pt's uncorrected visual acuity is 20/20. The association between this event and the iol is not known. Additional information has been requested.

Event description:
Additional information was provided by the reporting surgeon. The patient's symptoms of glare, especially with headlights, continue. A consulting physician observed a mild posterior capsule opacity centrally and mentioned that a yag capsulotomy may be beneficial.